Manufacturer narrative:
Device evaluation: as received, leaflet 2 had a cut out of approximately 9mm x 11mm and cut out leaflet fragment was not returned. X-ray demonstrated wireform intact, heavy calcification on leaflet 3 and the remainder of leaflet 2, and minimal calcification on leaflet 1. Calcification restricted leaflet mobility and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 on the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Leaflet 3 had a 4mm tear near commissure 3. Calcification was evident at the tear. Wireform was exposed on commissure 2 and around leaflet 2 on the outflow aspect. Suture remained attached to the sewing ring around leaflet 3. Sewing ring was cut around commissure 2. The device was returned to edwards for evaluation. The device history record (DHR) could not be performed as the serial number is unknown. Customer report of stenosis was confirmed through observed calcification. Calcification restricted leaflet mobility and led to stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The cause of the event cannot conclusively be determined; however, patient factors and progression of underlying valvular disease pathology likely led to the event. A supplemental MDR will be submitted if new information is received. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 21mm aortic pericardial valve, implanted approximately six (6) years and one (1) months, was explanted due to aortic stenosis. This device was originally implanted for aortic valve replacement to correct aortic stenosis.

Manufacturer narrative:
Corrected data: h6. Reference CAPA-20-00141.